Event description:
At 22:30 a (B)(6) customer received blood glucose readings of 22, 13 and 17mmol/l on the contour meter. He injected insulin. The amount was not provided. At 01:00 his wife tried to awaken him but he would not respond. The paramedics were called and they gave him IV glucose. Before the paramedics left at 02:30. The customer's blood glucose reading was 7mmol/l.the meter and strips were replaced and customer is expected to return his strips for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.model # was not provided.